Manufacturer narrative:
Covidien reference# (B)(4). Additional follow up efforts were performed to collect information related to patient identifier. To date, multiple attempts were made however; no additional information was provided and/or no response has been received. Information has been added to the database.

Manufacturer narrative:
(B)(4).

Event description:
The caller reported that the inner cannula was breaking off at the lock and ring area. Only the inner cannula was replaced, the outer cannula was ok and was not replaced. The caller believes that it may have been a user issue, as the same therapist installed the inner cannula, and may have twisted too hard. The sample was discarded.